Event description:
It was reported that flap interface debris was discovered on the day of surgery. Flaps were relifted and had to us a weck-cel spear to successfully removed the interface debris. No additional information was provided.

Manufacturer narrative:
Age and weight: unknown/ not provided. (B)(4). A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.